Event description:
Revision hip. Constrained liner disengaged from shell. Shell was removed new shell was implanted with modular dual mobility articulation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.